Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a fungal rash under her breast. Patient reported it was pink, raw and itchy. The patient was given a prescription from her physician. The patient reported that she used the cream her doctor gave her and the rash improved.